Manufacturer narrative:
The instrument has not been received for failure analysis evaluation.

Event description:
It was reported that during a da vinci-assisted sigmoid colectomy surgical procedure, the shaft of the dv5 force feedback cadiere forceps broke inside the patient and a fragment fell inside the surgical field. The fragment was retrieved. The procedure was completed.

Manufacturer narrative:
Additional information obtained it was reported that during a da vinci-assisted sigmoid colectomy surgical procedure, the force feedback cadiere forceps broke inside the patient. The customer stated they were retrieving the pieces that broke. The procedure was completed robotically. The patient was hospitalized approximately one week later due to an infection. The patient required a subsequent procedure where additional pieces of the cardiere forceps instrument were retrieved. The patient is reported to be recovering well.

Event description:
Refer to h11 for follow-up information.